Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer information. The old report number was 3010157426-2015-00106. A spacelabs field service engineer was dispatched to the site to make repairs. The bellows assembly was determined to be the source of a leak and was therefore replaced. The anesthesia device passes all performance tests and was returned to service. The faulty bellows assembly was sent to spacelabs for further testing. A spacelabs product support specialist confirmed the pop off valve component of the bellows assembly was the root cause of the leak. This supplemental report is considered final and the issue closed.

Manufacturer narrative:
A spacelabs field service engineer was dispatched to the site to make repairs. The bellows assembly was determined to be the source of a leak and was therefore replaced. The anesthesia device passes all performance tests and was returned to service. The faulty bellows assembly was sent to spacelabs for further testing. A spacelabs product support specialist confirmed the pop off valve component of the bellows assembly was the root cause of the leak. This supplemental report is considered final and the issue closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report.  This manufacturer report is submitted to correct a previous report, 3010157426-2014-00106, that mistakenly identified the manufacturer report number; at FDA form 3500a top of page 1 and section g(9) and mistakenly identified the manufacturer in section d(3) by listing the manufacture¿s affiliate entity.

Event description:
Spacelabs received a report that a blease sirius anesthesia system model 14200100 had bellows failure during patient use on (B)(6) 2015. No one was injured as the result of this event. The clinician used the bag mode to complete the procedure without issue.